Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2019. Following the surgery, the patient began experiencing increasing pain, instability, aching, popping, stiffness, buckling, weakness, and swelling to her knees. In (B)(6) 2021, the patient was descending a set of stairs when her knees gave out. She fell down the stairs. Several months later, the patient suffered another fall due to weakness in her knees. On (B)(6) 2023, the patient reported that the pain, weakness, and popping in her knees had become increasingly worse over the past year. The patient's physician explained that due to ¿one of the packaging layers of the plastic insert¿ being ¿out of specification,¿ early oxidation ¿can cause the plastic to wear out earlier than expected or to become damaged after it is implanted.¿ with the patient's continued symptoms of knee pain, swelling, and the inability to bear weight, plaintiff agreed to undergo a right knee revision surgery followed by a left knee revision surgery. Plaintiff will undergo a left total knee replacement revision surgery to remove the device from her left knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: a2, a3, d6b . D10 concomitant devices: (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t, (B)(6) 200-07-29 - advanced patella 29m 3 peg implant, e1, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.